Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no nonconformities were found. Device not available for return.

Event description:
It was reported to nevro that a patient had acquired an infection following an implant procedure. The patient was given IV antibiotics and the device was not explanted. There was no report of further complication.

Manufacturer narrative:
Follow up report indicated that the infectious disease physician had examined the patient and determined that the ipg site was not infected. All lab values were in normal range. The antibiotic was discontinued. The patient is receiving effective therapy.